Event description:
It was reported that an ilet user accidentally selected the ¿fill tubing¿ step instead of ¿change cartridge and tubing¿ during a supply change and was guided through the correct procedure, after which no further assistance was requested. There were no reported adverse clinical effects. Outcomes included no impact on health and no hospitalization. Investigation included troubleshooting and user education performed by customer support. Investigation of this case revealed user error related to supply change steps with no device malfunction and no alarms. It was concluded, based on previously established findings for similar reports, that the cause was use error.